Event description:
In 2007, the patient began to feel bad at lunchtime, and at 1:00 pm, the patient's blood glucose measured 460 mg/dl. The patient bolused 2 units of insulin, 2 units of insulin, 4 units of insulin, and 4 units of insulin and no insulin dripped from the needle. The patient injected insulin via syringe and switched to the backup infusion device. The patient then changed the insulin cartridge and insulin infusion set and attempted to bolus again, but no insulin dripped from the needle. The patient's normal blood glucose range is 90-100 mg/dl. No further information is available.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplement report.